Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a primary plum set that during infusion of chemo, it was noticed that the filter on the line had a slow leak. The infusion was stopped and replaced with no further problems encountered. The event did not cause any serious injury/death. There was no adverse event, no medical intervention and no delay in critical therapy, however, there was unprotected chemo exposure reported.

Manufacturer narrative:
It was initially reported that it was unknown if the device would be returning. The device did not return for evaluation. As no product samples, videos, or photographs were returned for investigation, the issue of leaking was not confirmed and a probable cause cannot be identified based on the information that has been provided. A batch record review was performed for lot 929095h and no discrepancies that may have contributed to a complaint of this nature were found. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the final visual, physical evaluation results indicated that the product met specification requirements.